Event description:
It was reported that, "during the surgery, there was no morse taper head in the operating room therefore, the surgeon implanted the c taper head on the morse taper neck using bone cement." This is not a report of device malfunction, but off-label use which could carry adverse consequences for the patient.